Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that it seemed like their device had lost battery power quicker lately than it had in the past; patient clarified they were talking about the implant. Agent asked the patient if they had their therapy settings increased or changed; patient said they haven't really. Patient shared they got a bad headache the other day and that they don't charge the implant every day because it was on to where it was kind of controlled but that the implant was almost gone; agent understood that the implant was low in charge. When asked for event date, patient shared they noticed this issue recently. Patient also inquired about their handset and if they could bring it with them on their carry on as they were flying today; agent reviewed requested information. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.